Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and mesh was implanted. The mesh was surgically removed on an unknown date. The indication for removal is also unknown. No further information is available.

Manufacturer narrative:
(B)(4). To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).